Manufacturer narrative:
(B)(4). Date sent: 11/11/24. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - did the device lock-out (no staples deployed and no cut line started)? - or did the device start to deploy staples and cut but could not be completed (partially fire)? - or did the device fully fire and stop during the automatic knife return? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number c9dm7h, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic whipple procedure, they were using the device and it fired fully. They then took steps to return the knife blade by hitting home button, but nothing happened. They were locked out and went to manual override. No staples deployed and knife blade did not cut, it did not advance. Opened another stapler and were able to complete case. No patient harm. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. Corrected data: b1, h1. Additional event information: the surgeon & fellow believe that the device locked-out (no staples deployed and no cut line started). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.